Event description:
It was reported that during implant, the left ventricular lead was placed and when the physician attempted to reposition the lead neither a stylet nor a guidewire were able to be inserted more than about 2 centimeters into the lumen of the lead. Also the lead impedance measured 3500 ohms when retested. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and all conductors had foreign material obstruction. It was noted that there was blood/body fluid on all conductors (not obstructed) and the lead appeared damaged at implant.